Event description:
It was observed during central processing that the maryland bipolar forceps instrument had a problem. No further information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering found tube damage not reported by site. The distal end of the main tube has various scratch marks with light material removal. The scratches are .060 - .110 in length and not aligned with the tube axis. The evidence is not conclusive, but damage may have been caused by mishandling/misuse. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.